Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system and there was a map shift issue with no error message, no patient movement and no cardioversion. A map shift occurred. They were mapping and put the pentaray catheter back up and noted it was outside the shell of the map. There were no warnings or alerts. They replaced the patch unit without resolution. They created a new map and continued the procedure. Procedure was already complete and no active troubleshooting could be performed. There was no patient consequence reported. Multiple attempts had been made to obtain clarification to this complaint. With the information available, this map shift issue was assessed as not MDR reportable. Additional information was received on the event on (B)(6) 2022. There was no error present. They noticed when the physician exchanged out the ablation catheter for the pentaray catheter and the pentaray catheter was outside of our pre-existing fast anatomical mapping. The issue was seen during mapping. The approximate difference in catheter location before and after map shift was at least 5mm but the reporter did not have an actual measurement. The physician did perform cardioversion prior to the map shift and the patient did not move before detecting the shift. The map shift issue was re-assessed to MDR reportable after receiving the additional information received on 06-jan-2022 as the map shift was with no error message, no patient movement and no cardioversion performed prior to the map shift.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on 07-mar-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system. A map shift occurred. They were mapping and put the pentaray catheter back up and noted it was outside the shell of the map. There were no warnings or alerts. They replaced the patch unit without resolution. They created a new map and continued the procedure. Procedure was already complete and no active troubleshooting could be performed. The physician did not perform a cardioversion prior to the map shift and the patient did not move before detecting the shift. There was no patient consequence reported. The bwi field representative spoke with the bwi representative after follow on cases and issue did not happen on the most recent case. The bwi field representative conducted acceptance testing procedure (atp) on system. No issues were found or duplicated. The bwi representative informed the bwi service representative that during follow on cases, there were no issues. System is ready for use. Reported issue was investigated by the device manufacturer. It was found that there was no map shift in this case. There is no evidence for map shift across the study. Patch position was stable, metal levels are very low for patches and catheters. Error 256 raised towards the end of the study but it looks as it was due to end of procedure. The history of customer complaints reported during the last year associated with carto 3 system # 14267 was reviewed. A manufacturing record evaluation was performed for the system # 14267, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). During an internal review on 12-mar-2022, noted a correction to the 3500a initial report as in b5. Event description it states, "the physician did perform cardioversion prior to the map shift and the patient did not move before detecting the shift." It should have stated, "the physician did not perform a cardioversion prior to the map shift and the patient did not move before detecting the shift."